Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was having issues with the quick set, when they realized the high blood glucose over 400mg/dl. Customer treated with manual shots. Customer understands why she went high, because it was not delivery insulin. The sensor would say the blood glucose was low and they were actual 145mg/dl. Customer stated her sensor was giving her a fluctuation difference. Blood glucose was 55mg/dl and sensor glucose 72. The customer also experienced weak signal, tested blood glucose and it was 140mg/dl and sensor glucose was low predicted.